Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the cautery pin on the snare detached and the physician was unable to connect the cord. There was no other reported damage to the device. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure. ***corrections: it was reported to boston scientific corporation on (B)(4) 2012. The procedure was completed with another rotatable oval snare.

Manufacturer narrative:
The reported event of cautery pin detached.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the cautery pin on the snare detached and the physician was unable to connect the cord. There was no other reported damage to the device. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the cautery plug detached from the handle. All measurements obtained from the handle assembly were found to be within specifications. The device extended and retracted without issue during functional testing. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. Review and analysis of all available information failed to indicate a probable root cause for this event; however, there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The reported event of cautery pin detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during preparation, the cautery pin on the snare detached and the physician was unable to connect the cord. There was no other reported damage to the device. The procedure was completed with another snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be good following the procedure.